Event description:
Caller reported a malfunction alarm. There was no adverse impact on the customer's blood glucose level, as levels did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, but the malfunction recurred, leading to a decision to replace the pump. The customer reverted to multiple daily injections (mdi) to ensure continuous insulin delivery.